Manufacturer narrative:
An event of regurgitation around the center of the annulus was reported. The investigation found no anomalies with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 25mm epic supra was implanted in a patient. After weaning heart-lung machine, aortic regurgitation was observed center of the annulus. The device was removed and an unknown replacement device was implanted. The patient's condition is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.